Manufacturer narrative:
(B)(4).

Event description:
Procedure type: not available. According to the reporter: surgeon inserted dissection balloon into patient and the balloon on the device would not inflate. The surgeon removed the device from the patient and attempted to inflate the balloon of the device again. Balloon still would not fully inflate and a hissing noise could be heard escaping from a hole in the balloon. Another dissection balloon was given to the surgeon and was used with good effect. No adverse effects to the patient as faulty product was swapped with another. Patient outcome: no adverse effect to patient.